Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2012, inratio: 1.0. Date: (B)(6) 2012, inratio: 2.3. Patient's therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Inratio precision data provided by end-user: 1st inr: 1.0, 2nd inr: 2.3, mean: 1.65, sd: 0.92, %cv: 55.71. Analysis of customer's data revealed that repeated inratio test result comparison did not meet precision criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. No further investigation could be performed since no strip lot information was provided. Per complaint issue, customer was milking the finger when she obtained her first inr result of 1.0. Per package insert, milking the finger may cause contamination with interstitial fluids and may lead to inaccurate inr results or testing error. This complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.